Event description:
It was reported that when using the bd pyxis¿ medstation¿ es oheme full height drawer 1 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. A field service engineer (fse) identified rail problems on both drawers, applied temporary adjustments that provided limited improvement, and recommended replacing the rails. The fse replaced the ordered rails, the fse verified smooth operation through hardware testing, and confirmed satisfactory performance with the customer. The system functioned as intended after the field service engineer repaired the device.